Event description:
It was reported that the 9900 system locked up with a motion error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface console was replaced during the service call. The system was tested and found to be working and put back into service.